Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported there was an eri on a non-rechargeable ins. The caller was dissatisfied with the ins longevity and thought it was supposed to last 2-3 years. The patient had an appointment scheduled for either (B)(6) or (B)(6). No symptoms or complications were reported or anticipated.